Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-04593.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04593. It was reported the patient experienced grabbing sensation with the two occipital leads since implant. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2019 where in the left occipital lead was repositioned and the right occipital lead was replaced. Reportedly, the issue was resolved and therapy was restored postoperatively.